Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
It¿ was reported that bd alaris smartsite infusions set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that secondary tubing felt slightly loose when spiked into the fresenius pab bags and could be easily removed with minimal pressure. However, no bags have detached during administration, and no issues have been reported today.